Manufacturer narrative:
The tech found the brake casters were worn due to age. The tech replaced the brake casters to repair the stretcher.

Event description:
Info received indicates, when the brakes were engaged the brake casters would still swivel.